Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('essure coil is in the uterus/extra uterine essure coil/ mal-positioned coil/') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("patient now presents on and off left side pain"). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: both tubes block. Ultrasound scan vagina - on an unknown date: essure coil is in the uterus. X-ray - on an unknown date: an extra-uterine essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of ptc. Significant amendment done. Pt of event "extra uterine essure coil/ mal-positioned coil" was changed from "device expulsion" to "device dislocation". Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.